Manufacturer narrative:
(B)(4) the customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be properly aligned. The stapler was returned with 26 staples remaining in the cover block, indicating that at least 9 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 72.11102 which is not within the specification of 56 8 . The outer angle of the hook measured 94.12637 which is within the specification of 90 5 . A non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple correctly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. During skin pad insertion, one misfire was encountered. An unformed and formed staple fired at the same time. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The stapler could not consistently fire staples correctly. The stapler was disassembled. The anvil component was observed to be out of specification. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was previously opened to address anvil components out of specification. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staple jamming". Additional information states that another stapler was used to complete the procedure. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). UDI: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "staple jamming". Additional information states that another stapler was used to complete the procedure. The patient's current condition is unknown.